Manufacturer narrative:
Product analysis: analysis was able to confirm that the external pulse generator (epg) displayed an error code noting that the failure data was stored in the out of service log. Analysis also noted that the device failed the atrial pace pulse noise test and the ventricular output encoder was broken off the upper case. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an error code was encountered on the external pulse generator (epg). The epg was returned for service. No patient complications have been reported as a result of this event. It was further reported that the epg subsequently tested out of specification during manufacturer¿s analysis.